Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Patient reported experiencing elevated blood glucose level of approximately 500 mg/dl on (B)(6) 2014; took correction via infusion device and pen. Patient stated his blood glucose level became better. Patient reported in the morning of (B)(6) 2014 he felt sick, had nausea, and vomited. Patient stated his wife called the ambulance and emergency doctor; ambulance drove him to the hospital where his blood glucose level was 583 mg/dl. Patient reported he was treated with insulin via perfusor. Patient's normal blood glucose level was not provided. Patient stated he was also found to have had a heart attack; now he feels fine. Patient reported the hospital staff thinks the infusion device delivers too low insulin. Patient has been receiving stationary treatment since (B)(6) 2014. No further information is available. Requested return of the alleged infusion device for evaluation.